Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. Per service report, no failure was found with the device during evaluation; therefore, this complaint cannot be confirmed. Since no failure was identified with the device, a root cause for the issue that was experienced by the user cannot be determined; also, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that a patient underwent an arthroscopic surgery on an unknown date, a pump was used. During the procedure, the pressure reading seemed to be unable to "settle" and the wheel which the tubing was loaded on would regularly whir quickly without stopping. Mildly addressed by increasing the height of the saline bags, but not a proper solution. The procedure was completed as the fluid would still run, just not as efficiently as expected. A new machine has been setup in the exact same fashion and is running perfectly. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.